Manufacturer narrative:
This device problem is not reportable.

Event description:
According to the reporter, during a procedure, the suture was difficult to load and the needle broke after loading during toggling before use on patient.there is no patient involved in this event.